Manufacturer narrative:
The returned device analysis did not confirm the reported clip opening while establishing final arm angle (faa). A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported issue. Additionally, a review of the complaint history identified no indication of a lot-specific product issue. Based on the available information, a cause for the reported clip opening during faa cannot be determined. There is no indication of product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report clip open - establishing final arm angle/efaa. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced to the mitral valve, and the clip was placed. However, the clip opened while locked when establishing final arm angle/efaa. Troubleshooting was performed but failed. The cds was removed with the clip attached and the procedure continued with another xt clip. Two clips were implanted, reducing mr to 1-2. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. No additional information was provided.